Event description:
It was reported that the insulin pump alarmed an error during the manual prime process and that insulin was "squirting" out. The drive support cap was reported to be protruding. The blood glucose reading was 300 mg/dl. The customer treated using the insulin pump. He stated that the insulin continued to drip after the motor stopped and that he was unable to exit the preparing to prime loop. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.